Event description:
It was reported the physician selected a gore tips set for a femoral vein recanalization procedure. It was further reported that the sheath broke in half. They were able to retrieve all but a small piece of the sheath which remains in the patient.

Manufacturer narrative:
Based on the investigation conducted the complaint assigned as primary reported classification gore tips sheath - sheath - broken/cracked could be confirmed. The introducer sheath was separated into 2 pieces at 185mm from the end of the proximal hub. Based on the additional information the introducer sheath was retrieved from the patient in 2 pieces with the wire wrap connecting them however, the second half of the sheath was not returned for examination. Furthermore, based on the analysis conducted on the returned device it is not possible to assess the size of the piece of gore tip sheath device that remains in the patient. The event description states that: 'the physician selected a gore tips set for a femoral vein recanalization procedure'' indication for use documented in the gore tips set IFU (B)(6): intended use: 'the gore tips set, gore® tips sheath and gore tips needle, are intended to be used together for percutaneous transjugular liver access during diagnostic and interventional procedures in patients undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure.'' Therefore, based on a full review of all available information and analysis of the return device, the probable root-cause classification assigned to this complaint is 'user/use error'. The definition of 'user/use error' per (B)(4) is: 'confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.' From the available information, the device has not been used in accordance with the intended use as described in the IFU. Device gore tips set attempted to be used off label. Following a review of the risk documentation and information available, no updates are required to the risk documentation for the gore tips set device. There is no indication of a potential processing or design failure associated with this complaint.

Event description:
It was reported the physician selected a gore tips set for a femoral vein recanalization procedure. It was further reported that the sheath broke in half. They were able to retrieve all but a small piece of the sheath which remains in the patient.

Event description:
It was reported the physician selected a gore tips set for a femoral vein recanalization procedure. It was further reported that the sheath broke in half. They were able to retrieve all but a small piece of the sheath which remains in the patient.